Manufacturer narrative:
Father reports that patient gets irritation at insertion site. Irritation on sensor adhesive leaves a mark at site and it doesn't go away. There is no liquid coming out from where the needle is inserted. Patient has had this reaction since she started using the system and it leaves a permanent red mark on skin. Patient smothers ointment on the site but it has not alleviated the irritation. Patient has not gone to see the doctor about the irritation. No additional information at this time.

Event description:
Patient's father contacted dexcom to report a rash.